Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, a call service alarm issue had occurred 3 or more times in 30 days. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data was not able to be downloaded do to moisture contamination. On examination, there was moisture observed behind the display lens. The audio bolus button was found to be torn. Button responsiveness could not be tested due to moisture ingress. On investigation, the pump was not able to be powered on. A leak test was performed and revealed moisture ingress at the torn audio bolus button. The pump was opened for further investigation and revealed moisture inside the pump affecting the printed circuit board and the motor circuit. Investigation of the alleged call service alarm issue was not possible due to moisture damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.